Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.